Event description:
Ous MDR. The lead was implanted in 05 in lumen. It was repostioned several times during the op (sensing >10 mv; rz 0.6-0.5 ms; impedance unk) postoperatively, two follow-ups were performed at dr., both were completely unremarkable. During the next follow-up at the beginning of the year, a complete loss of pacing and sensing was detected. The pt was x-rayed. The lead was situated in the cava superior where it sometimes paces, which was actually felt by the pt. Explant of the lead on 1/8/06 - the surgeon did not pull on the lead in any way.